Event description:
Device malfunction: failure to retract vessel locator wings and difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae; failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, after the clip was deployed the vessel locator wings did not retract and the device became struck in the vessel. The device was removed using counter-tension, per the instructions for use (IFU) and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.